Event description:
It was reported that during a procedure, the device was loaded with blue cartridge and fired. Upon inspection, the stapler had not formed the staple line correctly but did divide the tissue. It was reported that formed and unformed staples were present on the appendix. Sutures were applied for hemostases. Pt status unk. The device will not be returned.